Event description:
The following was reported: on (B)(6) 2018, the patient was implanted with gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2025, the patient underwent a reintervention on implanted distal limb (rlt281218/17597185 device) for partially occlusive thrombus inside the gore® excluder® aaa endoprosthesis trunk-ipsilateral leg. The physician performed a thrombectomy, then relined the evar limb with a plc141200 device (lot #29738200). The patient also had partially occlusive lesions in the right superficial femoral artery (sfa, rlt281218/17597185 device). A thrombectomy was performed to allow adequate blood flow to the distal limb. The patient tolerated the procedure. No further information is available.

Manufacturer narrative:
Patient medications: allopurinol, amlodipine, aspirin, and atorvastatin. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.